Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.94mm)] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+3.0/082 diopter, into the patient's left eye (os) on (B)(6) 2017. Intraoperatively, the lens was exchanged with "another type" of iol lens. The surgeon reports a capsular tear and performance of phacoemulsification along with the lens exchange.